Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely and identified that system does not start. After reviewing log file, rse did not found any malfunction. Rse explained the possibility that the computer might be temporarily unable to read the hard disk at startup. After that, the customer was able to boot from the hard disk, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not boot up successfully. The device was in clinical use. No patient or user harm was reported. A philips remote service engineer (rse) guided the customer and had them press the esc key to start the system normally. This resolved the issue and the device was returned to use in good working order.